Event description:
It was reported that a patient presented for possible viral component to myocarditis and impella 5.5 implant. The 5.5 was successfully placed. During support, arrhythmias were noted with moving. Echocardiogram showed position stable and dobutamine ruled to be the cause of arrhythmias. However the next day it was also noted that the patient was resting on ventilator due to continued arrhythmias. In addition, there was a placement signal not reliable alarm. Aberrant waveforms noted on aic - specifically aorta/left ventricle. The patient continued on support until the 5.5 was successfully weaned and explanted. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: optical sensor issue: clinical details report a placement signal not reliable (psnr) alarm with abnormal placement signal (ps) waveforms after a hypertensive episode on (B)(6) 2025. Data logs were reviewed and the psnr alarms were confirmed. Signal not reliable (snr) was widespread (0-8000) throughout the case, but light/gain/lamp/contrast remained stable, indicating there was no lack of light to the optical sensor. In reviewing the rt log at case start, it was noted that as the ps trended up toward 100 mmhg, the ps became more and more unreliable and snr began to drop more frequently/lower. There was also an instance on 30/aug where the ps dropped below 80 mmhg and the snr improved dramatically. These are indications that the console could be responsible for the reported optical signal issues. It was reported that the patient had a hypertensive episode and arrhythmias throughout support, however the unreliable ps noted in data logs seems to be more frequent than the patient conditions described. Product wasn't returned for investigation. Upon reviewing data logs, it is apparent that the console is the potential cause of the issue. The cause of the optical sensor issue could not be conclusively determined as the pump was not returned for investigation. Arrythmia: it was reported that the patient was having arrhythmias throughout support. In order to make a root cause determination, additional clinical details would have to be provided. The root cause of the arrhythmia was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1947664. Device history review: pump sn (B)(6) passed all post-sterile inspection checks.